Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 90% stenotic de novo lesion was located in the extremely calcified and average tortuous mid left anterior descending artery. The physician advanced the 3.0x20mm maverick2 balloon catheter to the lesion to predilate. On the first inflation, the balloon was inflated to 14atms for two to three seconds and it ruptured. There were no patient complications. The device was removed intact. The procedure was successfully completed with a different balloon catheter and the deployment of a stent. Patient status is reported as "no problem".

Manufacturer narrative:
Device evaluation: the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.